Manufacturer narrative:
Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 20475809 / 21234586 / 21234586 / 20475809, model/catalog description: lead extension kit 25cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. There were no symptoms noted. The patient was placed on antibiotics. It was believed that the infection was not device related. The patient underwent an explant procedure and was doing well postoperatively.